Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported defects to the outer case. The functional evaluation found a low vacuum error message and foul odor from the device's exhaust, establishing a relationship between the device and the reported event. The root cause was identified as a failed pump. A product history review was not performed for this event, as no manufacturing, packaging or labelling defects were associated with the reported failure. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device presented the following errors low vacuum air and internal leak. No case involved.